Manufacturer narrative:
The instrument has not been returned to isi for failure analysis. Therefore, the root cause of the reported failure cannot be determined. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. The broken fragments were retrieved and no harm, adverse outcome, or injury was reported. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the tip of the harmonic ace curved shears insert broke off inside the patient. The customer indicated that the broken fragment was retrieved and another unspecified "device" was used to continue with the procedure. The customer indicated that there was no harm to the patient. Prior to the start of the procedure, the circulating nurse and the scrub technician both verified that the instrument was working properly. The procedure was completed with no reported injury.